Manufacturer narrative:
Based on the supplier investigation, the device history record (DHR) could not be reviewed as lot number was not provided. There were 3 occurrences of linting reported in the past 12 months. No sample was returned for investigation. According to the supplier, the workers shall do the visual test for every piece of product before folding and remove any foreign matters. The foreign matters is always being controlled as a key defect factor. They do sampling inspection during the process and for the final products. The process sampling criteria is l-1, acceptable quality level (aql) : 1.0. And for the final product, it is l-1, aql:0.65. From the investigation, no abnormal situation was found in production and no sample was returned for investigation so the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported linting of the lap sponges ls1818psa from the heart pack scv73ohdsc. The surgeon stated that the linting was so bad that he is concerned that it should be documented as a retained foreign body and now they are removing from all kits prior to a procedure. No patient demographics or further clinical data was provided upon request.